Manufacturer narrative:
Concomitant medical products: yrir1485 stent graft, implanted (B)(6) 2002, yrir1485 stent graft, implanted (B)(6) 2002, 5076-52 lead, implanted (B)(6) 2019, w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lightheaded. It was also reported that noise and diminished r-waves were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.